Manufacturer narrative:
(B)(6).

Event description:
It was reported that the threading broke during the implantation of 2 successive screws.

Manufacturer narrative:
One 72201781 biosure ha 9x25mm screw returned. Dimensional inspection verifies that this was a 9x25mm product. The complaint stated: "it was reported that the threading broke during the implantation of 2 successive screws." Request for additional information was not successful. There is no packaging returned. There is bio material remaining and evidence of use. This is a tapered product. There are approximately 2.75mm of distal threads absent. The remaining distal threads are damaged. They are rolled and compressed and chewed up at the distal tip. There are bite marks on the external thread diameter and scuff marks on the internal hex. The symptoms are consistent with a difficult insertion attempt and entanglement with the guide wire. It is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of this device. It is critical for ease of insertion and successful anchoring. The excessive force should not be placed on the delivery instrument and the starter must be utilized with the biorci screws to minimize screw breakage during insertion. Excessive force should not be placed on the delivery instrument.the condition of the implant indicates a torque and interference issue. No root cause related to the manufacturing of this device was confirmed.